Manufacturer narrative:
On 2019-dec-09 arjo was notified by the incident reporting and investigation center(iric) regarding the event involving the maxi twin device. It was reported that during the patient's transfer from the bed to the chair, the device started to overbalance on the right side. No injury was reported. The customer was contacted in order to obtain additional information about the event circumstances. During the phone conversation, it was confirmed that no injury occurred. The customer reported that during the event the patient swung in the sling, the device started to tip and staff intervened to avoid falling of the device. After the event, the 3rd party service provider replaced the castor. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535, a stability test was performed during the design phase for the maxi twin device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. Taking into account all the facts and information collected in a course of this investigation, we cannot determine what exactly happened in the facility as the 3rd party provider serviced the lift after the event. Arjo did not have access to a service report from the repair. The maxi twin instructions for use (04.kt.00/3) warn and inform the user: ¿remember to release the brakes, if these have been applied, before attempting to transport the resident.¿ looking at the incident scenario it has been established that passive floor lift was being used for patient handling and in that way contributed to the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. No injury was reported.

Manufacturer narrative:
(B)(4). The investigated device is not under arjo service agreement. Provided photo indicates sign of rust on the castor. The device has been already repaired by a third party company. Attempts will be made to contact the customer and obtain additional details. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was notified that at the time of patient's transfer from bed to chair using maxi twin passive floor lift, the maxi twin started to overbalance onto right side. No injury was reported.